Manufacturer narrative:
The autopulse platform was returned to zoll on 02/01/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During device check, the loaner autopulse platform (sn: (B)(4)) was displaying an error message "system error, out of service, revert to manual CPR". No patient was involved.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual pcr" was confirmed during archive review and initial functional testing. The root cause was due to a defective processor board. The autopulse platform is a reusable device. The autopulse platform was manufactured in 2004 and is 14 years old, well beyond the expected service life of five years. Due to the age of the device this platform will be scrapped. No physical damage was observed during visual inspection. The archive data review indicated system error 136 (internal parameter corrupted) occurred on (B)(6) 2018 but not on the customer reported event date of (B)(6) 2018. The platform failed the initial functional testing due to the error message "system error, out of service, revert to manual pcr" during power up. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse (B)(4).